Event description:
The customer reported that when the device was first tested after delivery, the unit failed to produce voice prompts.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.